Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d4 (UDI), d10, h4 and h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID: (B)(4).

Event description:
It was reported by the customer that during use the trp4046 intra-aortic balloon (iab) had a low helium alarm. Trp4046 was inserted in the cardiac catheterization lab and iabp therapy was initiated. A few hours after insertion, the optical sensor's blood pressure reading disappeared in the ICU. The alarm name is unknown. The blood pressure waveform was displayed as a straight horizontal line, high above the blood pressure display range on the display, and calibration did not resolve the issue. The insertion was via the femoral artery, there was no vascular tortuosity, there was only minor calcification, and the device was also using va-ECMO, but sensor calibration was initially successful. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h6 type of investigation investigation findings investigation conclusions h11 the iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 76.2 cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above no escalation to the CAPA process is required.